Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain / lower pelvic') and genital haemorrhage ('abnormal bleeding (general)/heavy bleeding'). In an adult female patient who had essure (ess205) (batch no. 12275531-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo with essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with blood transfusion and surgery (davinci laparoscopic hysterectomy (full), salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2006. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: reporters were added. Details of hysterectomy updated. New events: vaginal bleeding and menorrhagia. Outcome of the events updated to recovered/resolved. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lower pelvic') in an adult female patient who had essure (ess205) (batch no. 12275531-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anaemia ("anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with blood transfusion and surgery (davinci laparoscopic hysterectomy (full), salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the anaemia and dysmenorrhoea outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- on (B)(6) 2006. Most recent follow-up information incorporated above includes: on 31-aug-2020: pfs received. Reporter's information added. Event:anemia, dysmenorrhea (cramping) were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)/heavy bleeding') in a female patient who had essure (ess205) (batch no. 12275531-not valid) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with blood transfusion and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2006. Most recent follow-up information incorporated above includes: on 1-may-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)/heavy bleeding') in a female patient who had essure (ess205) (batch no. 12275531) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with blood transfusion and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2006. Most recent follow-up information incorporated above includes: on 26-mar-2020: pfs received- new event abnormal bleeding (general) and pelvic pain were added. Reporter information and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.